Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that an asymptomatic patient presented for routine follow up. Upon interrogation, the atrial lead exhibited noise with left arm movement. Auto mode switch episodes were also noted. Programming changes were made. The patient was in a stable condition.